Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/28/2015 with the following findings: a visual inspection of the pump showed no damage to the display lens; it was not detached from the pump and no cracks were observed. Unrelated to the original complaint, the display screen was dim and discolored. Additionally, the battery compartment was observed to be cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. The display was reportedly cracked and was detached from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.